Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius (B)(4) technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility reported to fresenius (B)(4) that prior to patient treatment it was observed that a fresenius 2008k2 machine had a damaged venous transducer and the hydrophobic filter had blood. There was no indication of patient harm or adverse event. A fresenius (B)(4) technician put the machine through a rinse, conducted a detailed review, and diagnosed the repair. The technician replaced the luerlock and hydrophobic filter and correctly reconnected the concentrate assemblies. Pressures, flows, conductivity, temperature , and functions were all reviewed and found acceptable. Machine passed testing under a simulated dialysis with satisfactory results. After going through a disinfect the machine was left working correctly. No sample was available for return.